Event description:
The international distributor of cryocyte freezing containers reported a cryoyte bag broke during thaw. A 100ml of mnc product were stored in the bag. The bag was stored in ln2 vapour phase. An overwrap was not used and it is unknown whether a metal cassette was used for freezing and storage. The duration of storage is unknown. For thawing, the bag was transported to the department where the patient is in liquid nitrogen. The bag was placed in 37 degree water bath for a maximum of 2 minutes, and massaged. The product was administered to a patient, who received additional antibiotic therapy as a result of the break.

Manufacturer narrative:
Manufacturing records for this lot were reviewed. There were no deviations from standard procedure, and no issues were noted during the manufacturing time period. Cryocyte bag complaint data are reviewed monthly by cellular therapies division quality management. CAPA has been initiated to investigate customer reports of cryocyte bag breakages. The sample has been requested for evaulation. If it is received, a follow-up MDR will be submitted when the evaluation is complete.